Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of fentanyl (1400 mcg/day) in an implantable infusion pump for non-malignant pain, radicular pain syndrome (radiculopathies), and failed back syndrome. A motor stall was confirmed to have occurred on (B)(6) 2015. It was unknown if the patient recently had an MRI. The patient exp erienced flu-like symptoms upon withdrawal. The pump was subsequently replaced on (B)(6) 2015. No further requested information was received.